Manufacturer narrative:
Ra has received the incident device and the product has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of the investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA.

Event description:
Total thyroidectomy - "dr. (B)(6) performed a total thyroidectomy using the voyant fine fusion hand piece. The device was activated a total of 40 times. While dissecting the left upper pole of the thyroid the doctor activated the device on thyroid tissue at fire #32. The jaws stuck to the thyroid tissue. The doctor wanted to perform a side by side seal before transecting the tissue. However the jaws stuck to the tissue after the first activation (#32). He had to engage the blade lever in order to release the jaws from the seal. The device jaws again stuck to the thyroid tissue at activation (#33)." Patient status - "patient required no further intervention. The case was completed with no issues." Type of intervention - "none." Patient status - "n/a."

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon visual inspection, engineering observed some eschar buildup on the rear conductive stop and in the blade channel of the device. During functional testing, engineering was able to replicate the sticking observed during event by activating the device on porcine tissue. Upon further inspection, engineering found that the front conductive stop was sinking during use of the device. Similar incidents have shown that the movement of the front conductive stop can contribute to increased tissue adherence. Clinical factors, such as procedure or tissue type, can also contribute to tissue adherence with electrosurgical devices. The root cause of the event is due to the sinking of the front conductive stop. Applied medical continuously seeks to improve the form, function, and ease of use of its products. As part of this continuous process, applied medical is researching possible device enhancements intended to further minimize the potential for this type of incident to occur. Applied medical will continue to monitor its vigilance system for trends and take appropriate actions as necessary to ensure the performance and safety of the products. Additional information requested and received. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when this report was submitted, then the supplemental report will be submitted to the FDA.